Manufacturer narrative:
Returned device was received with wear and tear damaged enclosure, front cover, block assembly, and tank cover. Outdated pcb and power switch. During the evaluation of the device it was found that the pcb was damaged and had the temperature set to high. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical fluid warmer was over heating. No adverse patient effects were reported.